Manufacturer narrative:
(B)(4). A fuse 1c colonoscope was received for analysis. A functional evaluation was performed and found that the image flickers when angulate due to an internal wiring failure of the charged couple device (ccd) at the distal. The ccd was replaced to resolve the issue. The reported flickering light and blue screen complaint was confirmed. The cause of the reported failure is due to an internal wiring failure of the ccd at the distal tip. Therefore, the assigned investigation conclusion code for this complaint is designated as cause traced to component failure. The repair history was reviewed and nothing was found to indicate a possible service-related cause for the complaint.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, flickering light and blue screen was noted and the cable was loose. The patient's anatomy was not visible on the center image when these issues occurred. Another scope was used to complete the procedure. There were no patient complications reported as a result of this event.